Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert. Post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were recommended. Further actions and dft will be discussed with the physician.

Event description:
New information received indicates that programming changes were made.